Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric single plate lens. This was the primary lens. The lens was not sitting correctly in the pt's eye. The surgeon was not happy as to how the lens looked once it was implanted. The surgeon decided to remove the lens and chose a different lens model to implant. The secondary lens was inserted and removed. A third lens (competitor's lens) was implanted. No pt injury. The reporter stated the cause of this incident was pt related and doctor's preference. There was no product malfunction. The lens was torn, possible during removal from the eye.

Manufacturer narrative:
(B)(4). Lens not sitting in eye correctly. Evaluation codes: results: visual inspection of the returned product found small tear on a plate haptic. Lens was returned in liquid. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was pt related and doctor's preference. (B)(4).